Manufacturer narrative:
Device MFR date unavailable at time of this report. RMA issued for bulkhead connector replacement.

Event description:
A medtronic rep reported that the stealthstation treon would not communicate with the o-arm during a case. They walked through trouble-shooting, trying multiple network cables, re-booting and using an alternate stealthstation treon system with the o-arm, however, they were still unable to establish communication. The surgeon discontinued use of navigation for the case. The procedure was successfully completed using a c-arm. The medtronic rep then reported that the network connector on the side of the system was broken. No impact on the pt outcome was reported.